Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis therapy. It was reported that they thought their ins was not working because they were having less than 50% reduction of symptoms since probably about a week ago. The patient stated that they just made an adjustment yesterday by increasing their stimulation and that they felt the stimulation where their ins was when they tried to change to a different program. The patient then stated that they changed to their original program again, then they didn't feel the stimulation where their ins was at anymore. The agent reviewed general therapy information and adjustment guidance. The patient maintained their stimulation and would continue to monitor symptoms. They were redirected to their healthcare provider (hcp) if the issue persisted.

Manufacturer narrative:
B3.date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.